Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of capsular contracture was received on july 12, 2024, with lot number 3666533. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture baker grade unknown for left side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, capsular contracture, baker grade unknown for left side. Device was explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 12-jun-2024. Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2024-16395. All information has been consolidated into this report. Reason for reoperation: capsular contracture baker grade IV.